Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that there was a loss of stimulation. The patient reported that she didn¿t feel her stimulation was working quite right. The patient reported that she hadn¿t gone over anything yet with her healthcare provider (hcp) until her appointment on (B)(6) 2017. The patient reported that when she left the hospital, they set it at 5.0v and she had been up as far as 7-7.5v. The patient reported that now she had it at 100v and it shouldn¿t be. The patient reported that when she laid down it was way too strong but walking around, she could barely feel it. The patient reported that if she increased stimulation to 1.05v, she could get some relief. The patient reported that when she turned her head, ¿it shut down.¿ no further complications were reported.